Event description:
During an anrthroscopic rotator cuff repair two anchors broke. The surgeon inserted the first anchor at a very oblique angle due to the portal approach and its lateral placement on the humeral head. This anchor broke at the eyelet upon insertion. Sales rep. Attributed the breakage of this anchor due to not maintaining axial alignment and not pre-drilling the insertion site. A second anchor was implanted without incident this insertion site was pre-drilled. A third anchor was implanted, which stripped in the inserter. The surgeon was preparing to convert to an open procedure due to the second anchor being left proud in the pt's bone. He decided that it would not be necessary to go to an open procedure, as he felt confident that the pt would not incur any further injury or complications by leaving both anchors in place. A delay of 20 minutes took place to prepare add'l device. The surgeon used one 3.5mm and two 5.0mm twinfix anchors to complete the repair. No pt injury or complications resulted from this incident.